Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd venflon¿ pro safety shielded IV catheter has been found experiencing leakage use. The following has been provided by the initial reporter: always defective batches. There is a leak in the screw thread.

Manufacturer narrative:
H.6 investigation summary: one photo was received by our quality team for evaluation. Upon visual inspection it was observed that there was blood leakage on the arm area after the product was applied; therefore, the incident can be verified. However, it is unclear where the leakage is coming from. A device history record review found no non-conformances associated with this issue during production of this batch. As it is not possible to perform further investigation based on the photo return. The actual sample would be required for investigation to confirm the actual root cause. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd venflon¿ pro safety shielded IV catheter has been found experiencing leakage use. The following has been provided by the initial reporter: always defective batches.... There is a leak in the screw thread.